Event description:
Information was received indicating that a cadd high volume administration set tubing was leaking. It was reported by the nurse that approximately 20 ml was remaining when infusion was stopped for patient safety. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies functional testing involved leak testing and a leak was observed from the bonding between the pump tube and the star tube. The investigation determined that a possible cause of the reported issue was that during manufacturing the solvent may have been dry on the components before insertion causing delamination.